Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2021. 5076-52 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pocket stimulation from the left ventricular (lv) lead after a device change out procedure. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.